Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: t wave oversensing was diagnosed related to this lead the day after implant. This lead was repositioned due to loss of capture. The patient was released from the hospital on (B)(6) 2016. The patient had a follow up on (B)(6) 2017 and the system was working well.